Event description:
It was reported that prior to surgery, it was discovered that the bottom trigger of the small battery drive device was "not working¿. There were no delays to the planned surgical procedure as a spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual sample was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the device had a loose trigger. Therefore, the reported condition was confirmed. The assignable root cause was determined to be normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.